Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/21/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the reported issue contribute to any patient adverse consequences? - when was the needle came off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? - are there any photos of the foreign matter available? - is it possible that the foreign material fell into packaging upon opening of device? - was the product seal on the foil still intact when the package was opened? - could you please provide the product code and lot number? - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided and return all relevant packaging material - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle on the suture came off and there was powder in the packet. Adverse impact to the patient or user: unknown. Device availability unknown. Additional information was requested.